Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular (rv) lead, it was noted that the helix exhibited an unspecified rotation issue. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination found the helix was bent consistent with procedural damage. X-ray examination of the inner coil did not find any anomalies. The cause of the reported event was isolated to the helix being bent and was clogged with blood/tissue.